Event description:
It was reported that "the tube (part with the clamp) is disconnected from the fixation point (suture-part)." This occurred after 3 months of use.

Manufacturer narrative:
Received one 8f x 15cm single lumen ij catheter in two pieces. The extension tubing separated from the hub. The returned sample has been forwarded to the MFR for eval. When the investigation is completed, a final report will be submitted.